Event description:
Fluctuating pressure readings were reported. A new hls cable was sent to the customer for replacement. No patient was involved. No harm to any person has been reported. A pressure reading issue, can lead to a pump stop, if the intervention is set by the user, therefore a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
Fluctuating pressure readings were reported. A new hls cable was sent to the customer for replacement. No patient was involved. No harm to any person has been reported. A pressure reading issue, can lead to a pump stop, if the intervention is set by the user, therefore a report is required. A getinge technician was sent for investigation. Checking the cable reveled that there is no visible damage. As a precaution a new hls cable has been sent to the customer. Safety, calibration, and functionality checks to factory specifications were made and passed all function tests. The technician confirmed, that age related aspects can be considered as root cause. Further, another disposable connection cable with a similar failure was investigated by getinge life cycle engineering (lce).the nature of the error could be traced back to a missing electrical connection within the cable. The root cause for the missing connection is a broken wire within the cable, which is originated from external force. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. The device was manufactured on 2017-12-18.the review of the non-conformities has been performed on 2026-04-15 for the period of 2017-12-18 to 2026-04-10. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the results the reported failure "fluctuating pressure readings coming from the hls cable" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.